Event description:
It was reported that during a follow up in clinic, functional undersensing of premature ventricular contraction (pvc) resulting in post-sensed t-wave oversensing (pstwos) was noted on the device. Abbott technical support was contacted; however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.